Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent a breast augmentation primary with mentor smooth round moderate profile 325 cc saline breast implant experienced right sided deflation post procedure. The matter was diagnosed through physical consultation. The patient indicated that right side biopsy in late (B)(6) and late in (B)(6) and noticed the right breast was huddling out. As a result, patient scheduled for an explant on (B)(6) 2021.

Manufacturer narrative:
Suspect device received on june 29, 2021. Device evaluation completed on june 29, 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak test, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned sample revealed that the sal smooth rnd diap 325cc breast implant was found to have a tear on the anterior view, measuring approximately 0.4 cm. Leak testing was performed in accordance with mentor procedures, and no additional leak sites were detected during the analysis. Microscopic examination was performed, and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).